Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, after reloading with a new cartridge, the staples malformed. They were box shape. There was no pt consequence.